Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that an impella cp was placed for cardiogenic shock. The impella cp was successfully placed. During support, it was noted that the patient's right upper extremity with poor perfusion/cool - per cardiac surgery fellow brachial pulses were improving. The lower left extremity remained ischemic. The patient was transitioned to do not resuscitate status by the family with discussion of palliative care. The impella cp was removed and a new pump was inserted axillary. The patients outcome is critical.